Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision spectra upn: m365sc11320, model: sc-1132 serial: (B)(6), lot-batch 19717554. Brand name: spectra wavewriter upn: m365sc11600, model: sc-1160 serial: (B)(6), lot-batch 371470. Brand name: infinion 16 upn: m365sc2316500, model: sc-2316-50 serial: (B)(6), lot-batch 16452337 serial: 569895, lot-batch 16452337. Brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50 serial: (B)(6), lot-batch 19492660. Brand name: null upn: m365sc3138350, model: sc-3138-35 serial: (B)(6), lot-batch 19248750 serial: (B)(6), lot-batch 19111231. Brand name: null upn: m365sc3400300, model: sc-3400-30 serial: (B)(6), lot-batch 16115807. Brand name: null upn: m365sc3400300, model: sc-3400-30 serial: (B)(6), lot-batch 16109206.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead protruded externally from her neck. The patient was scheduled for a non-device related procedure to have skin cancer removed and the general practitioner (gp) did not perform the procedure as he informed her that the site appeared to be infected, and advised her to have the site assessed by her scs physician. The patient estimated that the scs lead may have been protruding for roughly two months, however was unable to confirm as she lives alone. The patient thought nothing of it, even though she stated she had noticed blood on her pillow. The nurse inspected the site and the patient has a potential infection. The patient was administered antibiotics. No additional adverse patient effects were reported. Additional information was received that the patient underwent a procedure in which all scs devices were explanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were retained at the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19492660.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead protruded externally from her neck. The patient was scheduled for a non-device related procedure to have skin cancer removed and the general practitioner (gp) did not perform the procedure as he informed her that the site appeared to be infected, and advised her to have the site assessed by her scs physician. The patient estimated that the scs lead may have been protruding for roughly two months, however was unable to confirm as she lives alone. The patient thought nothing of it, even though she stated she had noticed blood on her pillow. The nurse inspected the site and the patient has a potential infection. The patient was administered antibiotics. No additional adverse patient effects were reported. Patient scheduled for explant (B)(6) 2024. Patient has covid, rescheduled for (B)(6).